Event description:
It was reported that the seronegative myositis occurred. On (B)(6) 2024, patient presented with acute coronary syndrome. A 2.75 x 20mm synergy xd stent balloon expandable was selected for use and implanted. Approximately 10-15 days after the procedure, the patient presented with seronegative myositis. The clinical course is favorable, but patient still has a chronic inflammatory syndrome. The patient is currently receiving immunosuppressant and corticosteroid medications. The overall etiological assessment did not identify a cause. This was an unusual presentation for autoimmune myositis because it does not present the clinical/biological/anatomopathological characteristics on biopsy and a pharmacovigilance survey was carried out, but no medication could be implicated.